Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle that led to medical intervention. The following information was provided by the initial reporter: "during blood collection in the newborn, the scalp needle broke, remaining in the patient. Thus, intervention by the surgical team was necessary to remove the needle from the arm in the newborn."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8208848, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the cannula was broken. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle that led to medical intervention. The following information was provided by the initial reporter: "during blood collection in the newborn, the scalp needle broke, remaining in the patient. Thus, intervention by the surgical team was necessary to remove the needle from the arm in the newborn."